Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) pacing impedance measurements. All other diagnostics were acceptable and stable. The device was later explanted due to normal battery depletion and was replaced with a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.